Manufacturer narrative:
(B)(4). Device evaluated by MFR: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. The batch number is unknown; therefore the manufacturing records for the complaint device cannot be reviewed. If any further relevant information is received, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that during a percutaneous coronary intervention (pci) procedure, removal difficulties and balloon rupture occurred. The target lesion was located in an unspecified coronary in stent restenosis lesion. The flextome cutting balloon 2.75x10mm was inflated multiple times up to 20 atm and then the balloon burst. The cutting balloon became trapped in the lesion and was unable to be removed. They attempted to trouble shoot by inserting a non-bsc 180cm guide wire down past the balloon and then inflated a non-bsc 2.00x10mm balloon catheter which did not loosen the balloon. A non-bsc 6fr guide catheter was deep seated and the cutting balloon catheter was removed successfully. No patient complications were reported and the patient's status is ok.